Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: 1.carto 3 system model #: m-4800-01 serial #: b)(4). 2.stockert 70 system model #: m-5463-01 serial #:(B)(4). 3.coolflow pump model #: m-5491-02 serial #:(B)(4). 4.webster 20 pole catheter model #:d-1171-35-s lot #: 15873446m 5.lasso catheter model #:d-1220-39-s lot #:15807128l. (B)(4).

Event description:
It was reported during an atrial fibrillation (afib) procedure, a pericardial effusion was noticed and confirmed by intracardiac echocardiography (ice). No treatment was administered to the patient. The patient was reported to be in stable condition in the ICU. Upon request, additional information was provided by the bwi field representative. The event was not life threatening. The event was a mild pericardial effusion. Prior to starting the ablation, it was noted on ice that a pericardial effusion was present. The event did not require medical intervention. The event did require extended hospital stay. The outcome of the adverse event was that it improved. The patient¿s updated health status was in stable condition. The causality of the adverse event was that it was possibly device related during the transseptal puncture. The physician did not consider that the event¿s causality was due to bwi¿s product. There were no other factors that might have contributed to the tamponade. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. The rf generator was set to ¿power-control¿ mode at 35 watts. The flow setting was set to 15 ml/min. The sheath used was the 8.5fr st. Jude medical sl0 and the 8fr st. Jude medical mullins. The act was maintained at >350.

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure, a pericardial effusion was noticed and confirmed by intracardiac echocardiography (ice). No treatment was administered to the patient. The patient was reported to be in stable condition in the ICU. Upon request, additional information was provided by the bwi field representative. The event was not life threatening. The event was a mild pericardial effusion. Prior to starting the ablation, it was noted on ice that a pericardial effusion was present. The event did not require medical intervention. The event did require extended hospital stay. The outcome of the adverse event was that it improved. The patient¿s updated health status was in stable condition. The causality of the adverse event was that it was possibly device related during the transseptal puncture. The physician did not consider that the event¿s causality was due to bwi¿s product. There were no other factors that might have contributed to the tamponade. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. The rf generator was set to ¿power-control¿ mode at 35 watts. The flow setting was set to 15 ml/min. The sheath used was the 8.5fr st. Jude medical sl0 and the 8fr st. Jude medical mullins. The act was maintained at >350. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.